Manufacturer narrative:
(B)(4). A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.a service history review revealed that this device was previously serviced for a similar problem. During fca upgrade on (B)(4) 2008 the main batteries and harness were replaced per protocol.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 570:320 was not confirmed nor reproduced by baxter personnel during product evaluation. However, service determined that the main battery age was more than 2 years from install date, therefore the cause was assigned to the main batteries being at the end of life. The batteries and battery harness were replaced to correct this condition. The user interface module software version of this pump is 6.13.90 which is categorized as a colleague 2006. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with failure code 570:320. It is unknown when this event occurred; however, this event occurred in the "pcu". This condition had the potential to interrupt delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this pump is currently unknown. No additional information is available.